Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. Patient's mother reported the blood glucose (bg) monitor seemed to be giving incorrect readings on the personal diabetes manager. Despite good faith attempts to obtain additional details surrounding medical event (diagnoses, treatment, duration of stay), no further information was provided.